Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the operation channel ,the air/water nozzle ,the bending rubber ,the insertion flexible tube (ift) and the segment; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.